Event description:
Discordant, low hemoglobin (hgb) results were obtained on an advia 2120i with dual aspirate instrument on two patients. The results were not reported to the physician(s). The same samples were repeated and the repeated results were reported to the physician(s). There is no report of patient adverse health consequences due to the discordant hgb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to analyze the instrument and instrument data. The fse determined that the cause for the discordant hgb results was due to a damaged tube located on the instrument's selector valve. The fse replaced the tube and selector valve and verified that qc was within specification. The instrument is performing within the specifications. No further evaluation of the device is required.